Manufacturer narrative:
We checked the returned unit and confirmed that the angulation-down stuck in j position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation-down. In addition, we confirmed that the insertion flexible tube (ift) bite damage, the lg root brace rubber cracked, the segment hard to move, the angulation-left angulation failure, the angulation-right angulation failure, and the angulation-up angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.